Event description:
It was reported that the lead had a rise in thresholds. It was noted the patient also had some lightheadedness and was extremely dependent so the physician did not want to consider going to unipolar. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.